Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 38 x 3.00 mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.